Event description:
For many days, we have had problems with the dexcom g7. It reads about 50 points lower than it should. We had the sensor replaced once, and called back a second time when it continued to register incorrectly. The "customer service rep", (B)(4), seemed to do everything in her power to make it difficult to explore the problem. She was much more interested in telling me we had not done something correctly and that was why we were having the problem. She continued to tell me that she needed to speak to my mother, which is impossible because my mother has dementia and can barely speak. I asked (B)(4) for the information needed so that I could get that information from the caretaker, and she just kept saying that she should speak to the caretaker because the caretaker would be able to answer the questions. I told her to list the questions, but she refused and continued to give me the run around. She basically made it so that I would just hang up and deal with the prolem myself so that the company would not have to incur any costs. This company is not providing customer service when this common problem occurs, and we could have easily given too much insulin believing the monitor. I hope you will do something about this to protect others. The outcome could have been significantly worse. Both times, we checked with a finger prick. The first time, the finger prick reading was 156. The second time the finger prick reading was 105. If you would like a photo, I can send one with the dexcom and the finger prick showing the accurate reading.